Manufacturer narrative:
The user reported discrepancies between their eversense cgm sensor readings and those from their accu-chek guide blood glucose meter. Two specific examples of discrepancies were noted: on february 23, the sensor showed 100 mg/dl while the meter read 320 mg/dl, and on february 28, the sensor showed 320 mg/dl while the meter read 120 mg/dl. The user could not perform a transmitter diagnostic log upload due to lack of computer access and planned to seek help from a product specialist. Shortly after, the system triggered a sensor replacement alert, and the user reported that no values were being displayed. The case was escalated to the next level of support and a sensor replacement was approved to further investigate the issue and to determine the root cause. However, the sensor was never returned. As a result, no root cause analysis was possible. B4.date of this report 30 may 2025. G3.date received by the manufacturer? 30 may 2025. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. This was identified by system diagnostics, triggering a sensor replacement alert once it was determined that the system would not recover. Cusotmer care proceeded with a sensor replacement under a different case.

Event description:
On march 3, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.